Event description:
Allergan sales representative reported on behalf of the physician the removal of a lp-band device due to "pt request" as "they had ongoing complaints of abdominal pain and discomfort." The pt also "did not have any real significant weight loss." Further follow-up is in progress for additional information.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of inadequate weight loss as follows: :seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of december 2000, clinical study, 299 pts total)." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ... Abdominal pain, dehydration, chest pain, incision pain, and ... Port site pain."